Event description:
It was reported that a polarity switch was triggered for the right atrial (ra) lead due to low impedance. In addition, oversensing noise was observed and provocation testing resulted in non-physiological episodes. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was variable. The analyst noted the atrial lead impedance decreased from 525 ohms to 330 ohms in (B)(6) 2014. The atrial lead warning occurred on (B)(6) 2014. Prior to the warning, bipolar open circuit/high impedance with successful unipolar paces. There were short circuit pace/low impedance counts since the warning.